Event description:
Per the information provided to co by the physician's office , the device was removed due to a "malfunction". Additionally, it was observed at the time of the surgical revision that a "cylinder failed at the bladder junction". As reported to co, the entire device was removed and replaced with another co 2-piece inflatable penile prosthesis. 4/25/97 - upon receipt of additional information provided by the physician/surgeon, he stated,... "The malfunction involved a break in the tubing at cylinder. The patient did not experience any difficulty with the device except after a loss of fluid in the system".